Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead with the helix bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of a pacing lead it was noted the helix was outside of the lead channel where it should have been situated. The lead was replaced. There was no patient involvement. On 2020-03-03 product was returned and was tested out-of-specification.